Event description:
Revision surgery - the neck disengaged from the stem; surgeon replaced with new neck.

Manufacturer narrative:
The reason for this revision surgery was to remedy a dissociated neck from the stem after an unknown length of time in-vivo. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause for dissociation was not determined with confidence. There are several reasons why a shell might dissociate from the stem including: assembling the product in-vivo may give a false perception of fixation, fluid in the taper junction can prevent complete fixation and change the surface. There are no indications of a product or process issue affecting implant safety or effectiveness.